Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm and the insulin pump would go blank. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify low battery alert and failed battery alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.